Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that "while distracting the disc space, the surgeon tightened the blocker on the right side s1 screw. Upon tightening, the surgeon noticed that the tulip head of the pedicle screw was splaying open. The surgeon continued to tighten the set screw, and released the distractor. Distraction was maintained but surgeon was uncomfortable that the tulip head had splayed open and did not know for sure if distraction was going to hold throughout tlif procedure."